Manufacturer narrative:
A ge svc rep performed an onsite investigation. The voltage was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system was intermittently beeping during a case. No pt injury was reported.